Event description:
Caller reported a malfunction on pump while attempting to update it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller in resetting the pump, but the customer could not get the pump into storage mode. No additional information was provided regarding the outcome of the event.